Event description:
It was reported that 2 bd 8.5 in pressure rated sets w/bonded experienced flow issues. The following information was provided by the initial reporter: the j-loops for I/vs are not being patent. When they hook them up, you cannot flush fluids through them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: samples that arrived were tested, the customer complaint that the sets would not flush could be replicated. Based on the manufacturer investigation, the root cause was the lack of time in the air sweeping operations. A quality alert was developed to notify personnel of this failure mode. A device history record review for model mp5301-c lot number 22069306 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 2 bd 8.5 in pressure rated sets w/bonded experienced flow issues. The following information was provided by the initial reporter: the j-loops for I/vs are not being patent. When they hook them up, you cannot flush fluids through them.